Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited low defibrillation impedance. During the lead revision, it was noted that the lead exhibited an insulation breach. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.